Event description:
It was reported that the pacemaker recorded short ventricular high rate (vhr) episodes, possible due to noise or oversensing. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.